Event description:
Healthcare professional reported through clinical study f/u that approximately 21 months post implant the pt developed endocarditis resulting in reoperation. A valve repair was done removing the vegetation followed by a pericardial plasty. The valve remains implanted at this time and functioning as intended.